Event description:
This is a report of a patient who experienced peritonitis and later passed away coincident with therapy for peritoneal dialysis. The patient was not hospitalized for the peritonitis. The peritonitis manifested as cloudy effluent and abdominal pain. On an unreported date treatment with vancomycin (2 gram, frequency and route not reported) and injection meropenem (1 gram daily, route not reported) was initiated. Two weeks later, the patient passed away. The patient was still recovering from the peritonitis when they died. Leading up to the time of death, the patient had experienced fluctuating blood pressures. The cause of death was reported to be hypotension. It was not reported if therapy was ongoing until the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that therapy had been ongoing until the time of death. Should additional relevant information become available, a follow-up report will be submitted.